Event description:
A study shows procter and gamble¿s oral b glide dental floss may contain pfas. [Https://www.nature.com/articles/s41370-018-0109-y]. I have quite a few containers of this floss. Procter and gamble needs to replace them with dental floss that is safe. (B)(4).